Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an a47 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated a temp basal was not programmed before the a47 alarm. It was explained to the customer that insulin pump may give an a47 alarm if without batter for an extended period of time. The customer was advised to monitor insulin pump and call back if needed.